Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our finnish affiliate, after valve deployment, a leak at the ¿y¿ connector was noted. The valve was deployed in good position. There was no harm to the patient and the patient was transferred for post management care.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During visual inspection, a separation of the balloon shaft at the y-connector was observed. In addition, the flex tip was compressed. No other abnormalities were observed. The delivery system dimensional and all balloon shaft measurements were found to be within specification. Functional testing revealed a leak during balloon inflation as fluid was observed to leak from underneath the balloon shaft strain relief distal to the y-connector. The complaint for delivery system leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a corrective action investigation has been opened to continue investigation and implement any needed corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.